Manufacturer narrative:
The device received with missing segments and partial display due to corrosion on all electronic assemblies. Unable to perform displacement test and selftest due to missing segments and partial display. Unable to verify blank display anomalies and off no power anomalies due to missing segments and partial display. The device received with corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the customer had no power on her pump. It was giving her a blank screen after her battery runs out. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. The display did not return even after inserting new battery and restarting the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.